Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. Communication with the device was unobtainable through the software. Explant and reimplantation is planned, but had not taken place at the time of this report january 28, 2010.